Manufacturer narrative:
(B)(4)

Event description:
It was reported through remote transmission that episodes of non-sustained rv oversensing due to myopotential inhibition causing inhibition was observed. Programming changes were recommended. The device remains implanted.